Manufacturer narrative:
A review of device history record confirmed that the device was shipped in conformance with specifications. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, ultrasonic transducer tip sheath is deformed and has dents. There was no patient involvement.

Manufacturer narrative:
B5: no additional information received from customer. Correction to previous d4 - UDI. The correct UDI was (B)(4). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
G3 for sr MDR should be the date that we are submitting this correction. H2: correction. H11: correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was august 19, 2025.

Event description:
No additional information received from customer.